Event description:
It was reported to boston scientific corporation that a 100x 18mm ultraflex esophageal distal release stent was implanted in the distal esophagus on (B)(6) 2013, during an upper gastrointestinal (gi) endoscopy with stent placement procedure. According to the complainant, the stent was being placed to treat a 5 cm partially obstructing esophageal stricture due to cancer that was causing dysphagia. During the stent placement procedure, the stent was initially not optimally located and was pulled 1.5 cm proximally with the aid of a multiple-bite forceps (unknown brand). No issues were noted with the forceps. On (B)(6) 2013, the patient complained of dysphagia and active vomiting of black semi-liquid material. An esophagogastroduodenoscopy (egd) was performed but was aborted due to patient vomiting. A large amount of food material was noted in the proximal esophagus and the patient was diagnosed with upper gi bleed and hospitalized on the same day. The gusto bleeding classification was mild and no transfusion was performed. On (B)(6) 2013, an egd was performed which revealed the stent migrated distally and was obstructed by gastric tissue. The physician attempted to reposition the stent several times; however, the stent continued to migrate spontaneously. The physician attempted to prevent migration by placing hemostasis clips (unknown brand) at the distal and proximal ends of stent but this did not prevent migration. The ultraflex stent was removed and replaced with a 120 x 23 mm wallflex esophageal metal stent. On (B)(6) 2013, the event was considered resolved without residual effects and the patient was discharged. In the physicians¿ assessment the ultraflex stent was too small for the stricture, which contributed to the migration issue. It is unknown what caused the upper gi bleed but there was no tissue damage or perforation noted.

Manufacturer narrative:
(B)(6). (B)(4) stent migrated. (B)(4) stent blocked/occluded. (B)(4) stent positioning problem. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.